Manufacturer narrative:
Correction: e4, h6 medical device problem code a090814 was erroneously entered on the initial manufacturer device report the investigation of the reported failure mode has been completed. No product was returned. Device in wrong position and difficult to place or position - the cause of the device in wrong position and difficult to place was not determined due to no product returned and insufficient clinical details. Mechanical interaction with blood - data logs were not recovered. The cause of the mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Low or blocked pump flow -the cause of the low flows was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported a patient implanted with an impella cp. After implant, the pump showed shallow on transesophageal echocardiogram (tee) and facing towards the posterior wall. Attempted to reposition but were unsuccessful, as the pump remained shallow and facing the mitral valve. The purge was changed to bicarbonate. The second day of support, the pump was repositioned after flows dropped. Repositioning successfully improved flows. On the final day of support, the patient had acute agitation and coughing event with near sudden frank hematuria. Lactate was sent and hemolyzed, flows dropped, and the device was shallow on tee, with the inflow just below the level of the aortic valve annulus. Attempted to reposition but the pump continued to be tethered to the mitral valve apparatus. Throughout support, the pump had poor positioning, consistently moving towards the mitral valve. The physician elected to proceed with explant in the setting of the improved left ventricle function. The impella cp was removed in setting of hemolysis and poor positioning consistently towards the mitral valve. The physician elected to convert to intra-aortic balloon pump for continued support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.